Event description:
It was reported that the device therapy connector was physically damaged, a pin broke off inside the connector. The reported failure might inhibit the device from delivering defibrillation therapy. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided the customer the therapy connector part # info. F/u with the customer confirmed that the biomed replaced the therapy connector and observed proper device operation. The device has been placed back to service.